Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient tolerated the procedure well. Drains were pulled prior to patient being discharged from hospital. Current patient status: he had a CT with contrast on (B)(6) 2020 which revealed a 1.3 cm fluid collection at the resection margin ¿ radiologist recommends follow-up in three months for surveillance. A punctate omental nodule 0.4 cm likely new from (B)(6) 2020 ¿ unclear is this reflects postoperative change (given an adjacent subcentimeter focus of omental infarct) or early peritoneal carcinomatosis; recommend attention at imaging follow-up for above impression. Patient preparing for chemotherapy treatment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during lap assisted to open distal pancreatectomy/splenectomy, the stapler jaws would not open after firing. The device was cut away from tissue. Surgical note states the pancreas was extremely hard. When surgeon tried to sea edge of pancreas, it was too hard to permit stapler to adequately fire. Several pledgeted 2-0 silk u-stitches were placed to compress the open end of the pancreas. The edge was then sprayed with tisseel and 2 19 fr fluted drains were placed one on right and left sub-costal areas across the end of the pancreas. Drains were pulled prior to patient being discharged from hospital. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2020 d4: batch # t5ey7y investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.